Event description:
The surgeon successfully cut one spacer, when the surgeon attempted to cut the second spacer, the spacer cutter was jammed and unusable. An alternative method was used to cut the remaining spacer(s) which added an additional 30-45 minutes to the surgery.

Manufacturer narrative:
Device history records reviewed. Review of device history records indicate the device was manufactured to specification. Initial eval determined that the blade holder pivot screw did not maintain proper position. It was also identified that the screw and markings which suggest it was tampered with. Additional eval is being conducted to determine the root cause.